Event description:
As reported by navilyst medical's distributor in the (B)(6), an indwelling bioflo PICC device was removed due to a cracked hub/luer. The used device was discarded at the hosp, but photographs were provided.

Manufacturer narrative:
The device history records for the obtained lots were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the 04/2015 navilyst medical complaint report was reviewed for the bioflo pasv PICC product family and the failure mode "hub broken/cracked." No adverse trend was identified. No sample was returned, however, photographs were provided which confirmed the reported issue. Without receiving product back for eval, we are unable to definitively determine a root cause for this incident. The most likely root cause, however, for the cracked female valve housings may be due to over-tightened connections with a mating male luer (likely a needleless connector). (B)(4).